Event description:
A malfunction was reported on the pump by the caller, and no notable events occurred before the malfunction. The impact on the customer's blood glucose level was unknown. Tandem technical support decided to replace the pump, and the customer would use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The caller expressed interest in obtaining an out-of-warranty loaner pump.